Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unspecified procedure the device element caused the generator to reset. An error code 100 occurred. There was a three minutes delay however, the intended procedure was completed with another device. There was no patient impact, no user harm reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.